Event description:
It was reported that an ambicor penile prosthesis cylinder had bubbles that were observed by completing a resonance examination. No further patient complications were reported in relation to this event. Further information was requested and not yet received.

Event description:
It was reported that an ambicor penile prosthesis cylinder had bubbles that were observed by completing a resonance examination. No further patient complications were reported in relation to this event. Further information was requested and not yet received. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.